Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As medical records were not provided, at this time, no conclusion can be made to the degree in which the mesh implant may have caused or contributed to the wound exploration and debridement. If additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 the patient underwent surgery for repair of an incisional hernia. As reported, a ventralex st hernia patch mesh, (B)(4) and lot number huwj0750 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013 the patient underwent an additional surgery for wound exploration and debridement. As reported by the attorney, the ventralex st used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to defective ventralex st patch.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2012 the patient underwent surgery for repair of an incisional hernia. As reported, a ventralex st hernia patch mesh, reference number (B)(4) and lot number huwj0750 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013 the patient underwent an additional surgery for wound exploration and debridement. As reported by the attorney, the ventralex st used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. It is alleged that the patient has suffered and will continue to suffer physical pain due to defective ventralex st patch. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿an underlying hernia sac was dissected and reduced back in the abdomen. A ventralex st (preperitoneal mesh) was placed and sutured.¿ (B)(6) 2012 to (B)(6) 2013 - patient frequently visited hospital for abdominal wound checkup and examined with redness, minimal amount of purulent drainage, erythema and an open eschar thereby treated with antibiotics due to an infected hernia repair. (B)(6) 2013 - patient was diagnosed with non-healing wound thereby underwent wound exploration for possible removal of stitches and debridement of upper midline wound. (There was no visualization of mesh) (B)(6) 2013 to (B)(6) 2013 - patient visited hospital for evaluation of an abscess located in the abdominal wall and diagnosed with rectal bleeding, abdominal pain and acute colitis. Attorney alleges that the patient had infection, hernia recurrence, pain, debridement, reaction to too many antibiotics and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As medical records were not provided, at this time, no conclusion can be made to the degree in which the mesh implant may have caused or contributed to the wound exploration and debridement. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the implant date and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 3 months post implant of ventralex st mesh, patient was diagnosed with erythema, abdominal pain, abscess and bacterial infection thereby underwent repair. The instructions-for-use supplied with the device list infection as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, e3, f12, g1, g3, g6, h2, h6, h10, h11 corrected fields: d.6a (date of implant), h.4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.